Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the needle of a bd intima-ii¿ closed IV catheter system. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. There was no foreign matter on the cannula. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: although the failure mode could not be observed it is possible that the cannula notch which is naturally darker than the rest of the cannula was mistaken for foreign matter. Unfortunately the root cause could not be determined without being able to observe the failure mode.